Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol), model dcb00, a defined cut was observed on the peripheral optic near the trailing optic¿haptic junction. The lens required explantation. No resistance was noted when twisting the injector during lens insertion. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: not applicable, as the lens was inserted and removed in the same procedure. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.